Manufacturer narrative:
The device has not yet been received by the manufacturer for investigation. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that after a hip replacement procedure, the battery pack exploded. There was no patient involvement and no allegation of adverse consequences associated with this event.